Event description:
While attempting to perform EKG on pt in the emergency room, leads continued to "fail". Replaced electrodes until an EKG could be obtained. When a second EKG was requested, continued replacement electrodes failed to give EKG tracing. After incident, and through trial and error, it was observed that all electrodes on a side of a card of electrodes had a fine scratch across the tab which broke the conduction of the electrode. Since 5 of 10 electrodes had this defect, it was difficult to detect. All of recent shipment was affected.